Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 20:52:19. During night drain cycle five, the patient's ultrafiltration reading was 2098ml, indicating the home patient (hp) drained 2098ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of cmplnt-(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.